Event description:
Pt had bed come down on head; pt died. Resident on floor next to bed, the head of the bed and his bed frame came down on pt's head. Causing deep laceration. Pt had remote of bed under his body causing remote to lower bed onto head. Bed operated with remote. Resident fell on floor, bed remote behind him / under body, head of bed and side of bed came down on pt, causing laceration and pt death. Bed and remote operated properly when the accident occurred. Bed tested monthly; last testing identified no issues.